Event description:
During an incident in 1999, involving a male patient in cardiac arrest, this defibrillator prompted "monitoring" and none of the buttons would work including the analyze button. Als had arrived and took over patient care. The patient was later pronounced by the als crew. The patient was found supine, lying unresponsive and pulseless between the bathroom and hallway. He was last seen by his wife about 10:30 going to the bathroom (time of occurrence is listed as 1328 hours).

Manufacturer narrative:
The returned defibrillator was tested and proper operation was verified. Testing included verification of the unit's impedance detection circuit, keyboard function including analyzing, and ability to treat a patient. The electrodes used at the scene were not returned evaluation. The customer stated, that they have purchased their electrode pads from physio control since may of 1998. The returned incident report documents, the unit powered up sensing monitoring electrodes indicating, the patient/cable/electrode impedance reading to be in the range of monitoring electrodes. The hs3000 will not analyze in monitoring mode. We believe that poor patient-to-electrode pad contact, high transthoracic patient impedance, or a combination of these factors prevented the unit from analyzing the patient. Poor electrical contact can be caused by many factors including, but not limited to, the patient's skin condition and hair, skin preparation, inadequate pad adhesion, and electrode discrepancies.